Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed showing the battery indicator was signifying the time was approaching for device replacement. Battery voltage pre-approaching elective replacement indicator (eri) was 2.63 volts on (B)(6) 2016. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. It was also noted that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.